Manufacturer narrative:
The device was evaluated by a philips fse who further clarified the issue as the device booted up to no display.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has a start up failure. There was no reported patient involvement.